Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing impedance measurements below 200 ohms. This resulted in a lead safety switch from bipolar to unipolar configuration. A boston scientific technical services consultant analyzed the presenting electrogram and found that there was noise on the rv and right atrial (ra) lead channels. There was no oversensing or asystole observed. It was noted that patient will follow up with their managing physician at a later time. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).